Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2017-00328. It was reported the patient underwent a permanent implant procedure on (B)(6) 2017. After the leads were implanted, the patient's breathing diminished significantly and the patient was irresponsive regarding oxygen saturation. The patient was then flipped to be on his back for better access to the airway. The patient was stable but the leads were contaminated. As a result, the physician decided to remove the leads and abandon the procedure.